Event description:
After using icy hot heat therapy air activated heat patch on my back the patch burned off pieces of skin. This caused blisters and pain for a number of days and weeks following the event. Some markings are still visible if examined under proper lighting. Dates of use: 2007 - 2008. Diagnosis: muscle pain. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.